Manufacturer narrative:
(B)(4). Date sent: 9/26/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: this was the information that was relayed to me. I was not in the procedure and the account provided the details listed below. No unusual sounds were documented when firing the device. Can you please clarify the statement you made regarding "the stapler was locked out" customer said they could not open the jaws to reload after firing. Were the devices not able to be fired? Yes you had also stated that "both staplers were initially fired with no patient consequences" both staplers were fired across the tissue. Had both devices successfully fired but would not open after the firing? Yes. If yes, were the staplers locked on tissue with the jaws closed? No . If yes, how were the devices removed? If yes, did the jaws eventually open? If yes, what troubleshooting steps were attempted to open the device? Customer is not aware of any troubleshooting attempts. The lot/batch #s (B)(4) provided were reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot for either device. Do you the correct product code and batch and/or lot numbers for each of the devices? These were the codes provided from the customer as the boxes were discarded after the procedure.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler was locked out and would not open to change reloads. The device was initially fired with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # n5382w. The analysis found that one pve35a device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The manual override door was out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.